Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead was explanted due to a dislodgement. The physician opted to not re-implant the patient with a new lv lead as their ejection fraction was greater than 35 percent and deemed not be lv therapy dependent. Subsequently the lv port was plugged on the device. No additional adverse patient effects were reported.